Event description:
It was reported that the ventilator alarmed for low pressure and was not delivering air for approximately 30 seconds while on a patient. The respiratory therapy manager reviewed the ventilator and did not find any problems.